Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 700 mg/dl; cause of bg not known. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with potential dka. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 days later, (B)(6) 2026 with no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.